Manufacturer narrative:
Date of event should be blank; it was unknown when the procedure occurred.

Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider, via the manufacturer representative, reported that they could not connect/fix the new tined lead to the existing implantable neurostimulator (ins) during the lead replacement procedure. The screw mechanism did not work; the tined lead would not lock into the battery. Two screw drivers were tried with no success. It was stated that it was a bit like a screw that had lost its thread. As a result, the ins had to be replaced. The patient continued with therapy as a new ins was implanted. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-17545. The referenced report captures the event pertaining to the lead replacement procedure.